Event description:
It was reported that t:slim x2 pump battery did not charge and that a power source alert appeared around the time issue began. There was no reported impact to the customer¿s blood glucose level. Customer changed charging supplies and used tandem wall adapter with tandem charging cable, after which pump began charging, and technical support advised against using non-tandem charging accessories, confirmed understanding with caller, and arranged shipment of replacement tandem charging cable, with no further assistance required.